Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/5 of their automated peritoneal dialysis therapy. Per initial report, "contact stated they found the bed and floor wet". Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.